Event description:
Ous MDR - this lead was explanted due to noise, decreased pacing, and high impedance above 3000 ohms. No event or explant date was provided.

Manufacturer narrative:
We received the event and explant date. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegm freezes showed noise artefacts on the left ventricular channel with oversensing leading to a loss of pacing as reported in the complaint text. Furthermore the pacing impedance trend curve showed a sudden increase from initially 450 ohms to greater than 3000 ohms in november 2018. The follow up data included additionally pacing impedance test measurements. The programmed setting was lv1 tip to rv coil. The test showed a value greater than 3000 ohms. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.